Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported issue of atrophy and urinary incontinence, could not be established as the product is not available for analysis. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of atrophy and urinary incontinence cannot be confirmed. Investigation conclusion: based on all information received for this investigation, the conclusion code of no problem detected has been chosen.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed as patient experienced incontinence beginning (B)(6) 2021. The 5.5 cm cuff was replaced with a 4.5 cm cuff due to postoperative atrophy. A new artificial urinary sphincter cuff was implanted. The patient outcome following the surgery was reported to be good after activation.